Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient presented in clinic on (B)(6) 2016 for follow-up. The atrial lead continued to exhibit noise and low impedance. The physician elected to monitor the patient. The patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the physician found a notice relating to low lead impedance with episodes of noise recorded on the atrial lead. During interrogation, all electrical parameters on the atrial lead were within range and noise was not observed on the atrial electrogram. The physician suspected a possible lead fracture. The device was reprogrammed and the patient would be monitored.